Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 2.5x18 xience prime; 2.75x23 xience prime. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.75x23 xience prime device is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2016, during a percutaneous transluminal coronary intervention procedure to treat a heavily calcified, 99% stenosed lesion in the mildly tortuous mid left anterior descending (lad) coronary artery, an attempt was made to cross the lesion with a 2.75x12 nc traveler balloon dilatation catheter (bdc) to perform pre-dilatation, however, this bdc was unable to cross the lesion due to patient anatomy. Thus, an attempt was made to perform direct stenting using a 2.5x15 rx xience prime stent delivery system (sds), but this sds was also unable to cross due to patient anatomy. An attempt was then made to cross the lesion with a 2.5x33 rx xience prime sds, but this device was also unable to cross due to patient anatomy. A 2.5x18 xience prime stent and a 2.75x23 xience prime stent were able to cross and successfully treated the lesion, but a perforation was noted in the lad immediately after deployment. No force was applied during the attempts to cross and all devices were withdrawn from the anatomy without resistance. An attempt was made to cross the perforation with a 2.8x26 rx graftmaster covered stent system, but this device failed to cross and treat the perforation due to patient anatomy. There were no adverse patient sequelae. After prolonged balloon inflation was performed to seal the perforation, the patient was transferred to the intensive care unit for precautionary observation and for further medical management via medication. The perforation was ultimately sealed. The patient is reportedly now out of danger (stable), as of (B)(6) 2016 and remains hospitalized as of (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.